Event description:
It was reported in a service report that the foot end lift would not lower. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: the lift power coil cable was not functioning properly.